Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer via a company representative regarding a patient receiving medication via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that pump was removed due to a pump pocket infection. A new pump had recently been implanted. The drug in the pump at the time of the event, pertinent medical history/concomitant medications, diagnostics related to the event and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.